Event description:
It was reported that the touchscreen of the pump was not responsive, preventing the customer from interacting with the device. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for a pump reset, which the customer proceeded with, successfully restoring touchscreen functionality.